Event description:
The complaint is reported as: "on (B)(6) 2022 at approximately 11:15 am we had a device failure during the placement of a radial art line. Upon retraction of the needle from the catheter the wire shredded and a small fragment was retained in the patient's left wrist." It was reported a vascular surgeon was consulted and advised leaving the piece of wire in at this time. No surgical intervention was done. The patient was imaged with c-arm to confirm foreign body in the subcutaneous tissue. "The patient was advised of the incident and is at home doing well."

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "on 10/7/2022 at approximately 11:15 am we had a device failure during the placement of a radial art line. Upon retraction of the needle from the catheter the wire shredded and a small fragment was retained in the patient's left wrist." It was reported a vascular surgeon was consulted and advised leaving the piece of wire in at this time. No surgical intervention was done. The patient was imaged with c-arm to confirm foreign body in the subcutaneous tissue. "The patient was advised of the incident and is at home doing well."

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. Visual analysis revealed that the guide wire was advanced through the needle cannula was severely unraveled and separated. The customer returned one catheterization device and a lidstock for analysis. Signs of use were observed inside the guide wire tubing. The catheter was observed to be advanced off the needle cannula and was not returned for analysis. Visual analysis revealed that the guide wire was completely advanced through the needle cannula. The guide wire was severely unraveled towards the distal end. Further analysis revealed that the distal weld had become completely separated from both the core and coil wires. This separated weld was not returned for analysis. Microscopic examination confirmed the observed damage. To accurately measure the guide wire and needle cannula, the guide wire tubing was severed in order to retract the guide wire back through the cannula. When pulling the guide wire back through the cannula, the unraveled portion of the coils also became further separated. The guide wire total length from the black handle to the point of separation on the core wire measured 5 1/8", which is within the specification limits of 5 1/32"-5 7/32" per the catheterization device product drawing. The guide wire outer diameter measured .440mm, which is within the specification limits of .432mm-.457mm per the guide wire product drawing. The cannula outer diameter measured .0280", which is within the specification limits of .0280"-.0285" per the cannula product drawing. The cannula inner diameter (at the distal end) measured .019", which is within the specification limits of .019"-.0205" per the cannula product drawing. After retracting the guide wire back through the needle cannula, a lab inventory guide wire with a diameter of .018" was inserted through the proximal end. The guide wire was able to pass with little to no difficulty. Performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". A manual tug test confirmed that the proximal end of the guide wire was secure within the black handle. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guide wire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a separated guidewire was confirmed through complaint investigation. Visual analysis revealed that the guidewire was advanced through the cannula but was severely unraveled/separated. The guide wire and the cannula met all relevant dimensional and functional requirement, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report that the damage was observed during use and the appearance of the sample received, the failure mode seems consistent with undue force applied during insertion; however, without the separated distal weld also returned for analysis, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.